Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. This is an ancillary service event. A visual inspection, alarm log review, power on self-test and functional tests were performed. The visual inspection identified that the latch roller was damaged. The cause of the damage is unknown. The latch roller was replaced to fix the found condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During on-site service, the service technician found that the flogard infusion pump had a damaged latch roller. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.